Event description:
It was reported that the leads migrated causing patient to experience stimulation in non-target areas. The patient underwent lead explant procedure. Patient is doing better postoperatively. The explanted device was not returned.